Event description:
The manufacturer received information alleging an active exhalation valve (aev) error had occurred a trilogy evo device. The customer placed a call to the local call center. A sales representative arrived at the patient's home and confirmed that although the device was operating properly, the error log showed an aev error on the device. The sales representative replaced the device with another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational check on the device. The manufacturer's service technician evaluated and observed error codes e-133 (aev failure) in the device¿s event log. The manufacturer's service technician performed a visual inspection of the device by disassembling it. The manufacturer's service technician there were no abnormalities found on the device. The manufacturer's service technician proactively replaced the proportional valve to address e-133. The proportional valve was sent to the philips investigating lab (pil) for further evaluation. There was no further investigation on the proportional valve at this time since the proportional valve was returned based on e-133 and the manufacturer's service technician had proactively replaced it as a precautionary measure. Additional findings not related to the malfunction/issue was dirt contamination observed in the blower assembly. The manufacturer's service technician replaced the blower assembly to address this issue on the device. After replacing the parts on the device, the manufacturer's service technician performed a final and run-in tests, along with battery and valve checks. The manufacturer's service technician confirmed the device was operating properly and cleaned the device.